Event description:
It was reported that when using the bd pyxis¿ es server user indicated that all patient and order information were not transferring to pyxis. The customer stated that they recently performed an epic update, and since then, no data has been crossing over. Additionally, the customer reported that all stations were currently on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing to station. A technical support specialist changed the electronic privacy information center (epic) configuration and then orders started to cross again. The system functioned as intended after the technical support specialist troubleshot the device.